Event description:
It was reported that the implant required revision due to heterotopic bone formation and limited patient range of motion (rom). A surgical delay of 30 minutes was reported during implant removal.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.